Manufacturer narrative:
(B)(4). This product was received for evaluation and the reported failure was confirmed. Tech services confirmed an intermittent failure when the cable is flexed near the hdmi connector. The device was replaced for the customer and the damaged device will be scrapped.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: packaged, glidescope, smart cable, catalog: 0800-0531, sn: (B)(4). Additional part used: gs titanium su, qty 10, lopro s3, catalog: 0270-0769, sn: (B)(4).

Event description:
The customer reported that the gs avl/gvm monitor with the smart cable did not perform as intended during a patient procedure. When plugging in the single use blade the video intermittently cuts out. Customer reports that if he uses another blade then the video works just fine. A back up titanium single use blade was used to complete the procedure with a delay of 2 minutes. No patient or user harm was reported.